Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. Additionally, ecd domes c and d were missing from the electrode belt. The root cause for cut cable and missing ECG domes was physical abuse. There is no indication that the device malfunction caused or contributed to the inappropriate treatment event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low-amplitude cardiac signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at home and had reported feeling nauseous before losing consciousness prior to the treatment. Oversensing of low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The patient was taken to the hospital after the event. The patient was put on a ventilator and the physician is considering implanting an ICD. There was no death or serious injury associated with the inappropriate defibrillation event.